Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-sensed t-wave oversensing. No intervention was done. There were no patient consequences.